Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, menometrorrhagia, abdominal pain lower, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menometrorrhagia and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding/ unusual bledding") in a 43-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's medical history included parity 4 ((B)(6) 1998, (B)(6) 1996, (B)(6) 1995, (B)(6) 1991). Concurrent conditions included uterine bleeding since (B)(6) 2017, dysfunctional uterine bleeding since (B)(6) 2017, ovarian cyst and itching. Concomitant products included caffeine;paracetamol (excedrin aspirin free), cyanocobalamin;pyridoxine hydrochloride;thiamine hydrochloride (vitamin b 1-6-12), hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, ondansetron since (B)(6) 2017 and simeticone (simethicone) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), pelvic pain ("pelvic pain") and menstruation irregular ("unusual menstrual cycle"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal distension ("bloating"), the second episode of abdominal pain lower ("cramping"), pain in extremity ("legs and hand pain /thigh pain"), back pain ("lower back pain"), headache ("head pain"), rash ("random rashes on chest area, navel, and the arm folds.") And the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, pelvic pain, pain in extremity, back pain and the last episode of abdominal pain had resolved, the dysmenorrhoea, menometrorrhagia, abdominal distension, headache and rash outcome was unknown and the last episode of abdominal pain lower and menstruation irregular was resolving. The reporter considered abdominal distension, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, rash, the first episode of abdominal pain, the first episode of abdominal pain lower, the second episode of abdominal pain and the second episode of abdominal pain lower to be related to essure. The reporter commented: date(s) of insertion:left coil: (B)(6) 2015, right coil: approximately (B)(6) 2015. Insertion details: (B)(6) 2015:unilateral placement. Of coils/devices: left 2 , hsteroscopic tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event random rashes on chest area, navel, and the arm folds and abdominal pain.event unusual menstrual outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding/ unusual bleeding") in a 43-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's medical history included parity 4 ((B)(6) 1998, (B)(6) 1996, (B)(6) 1995, (B)(6) 1991). Concurrent conditions included uterine bleeding since (B)(6) 2017, dysfunctional uterine bleeding since (B)(6) 2017, ovarian cyst and itching. Concomitant products included caffeine;paracetamol (excedrin aspirin free), cyanocobalamin;pyridoxine hydrochloride;thiamine hydrochloride (vitamin b 1-6-12), hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, ondansetron since (B)(6) 2017 and simeticone (simethicone) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), pelvic pain ("pelvic pain") and menstruation irregular ("unusual menstrual cycle"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal distension ("bloating"), the second episode of abdominal pain lower ("cramping"), the first episode of pain in extremity ("legs pain /thigh pain"), back pain ("lower back pain"), headache ("head pain"), rash ("random rashes on chest area, navel, and the arm folds."), the second episode of abdominal pain ("abdominal pain") and the second episode of pain in extremity ("hand pain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, pelvic pain, back pain, menstruation irregular, the last episode of abdominal pain and the last episode of pain in extremity had resolved, the dysmenorrhoea, menometrorrhagia, abdominal distension, headache and rash outcome was unknown and the last episode of abdominal pain lower was resolving. The reporter considered abdominal distension, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, pelvic pain, rash, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of pain in extremity, the second episode of abdominal pain, the second episode of abdominal pain lower and the second episode of pain in extremity to be related to essure. The reporter commented: date(s) of insertion:left coil: (B)(6) 2015, right coil: approximately (B)(6) 2015. Insertion details: (B)(6) 2015: unilateral placement. Of coils/devices: left 2 , hsteroscopic tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: plaintiff fact sheet received. Outcome of event unusual menstrual bleeding was changed from "recovering/resolving" to "recovered/resolved". Event hand pain was coded separately. Essure stop date updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding/ unusual bledding") in a 43-year-old female patient who had essure (batch no. Left coil c26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's concurrent conditions included uterine bleeding since (B)(6) 2017, dysfunctional uterine bleeding since (B)(6) 2017, ovarian cyst and itching. Concomitant products included dimeticone, activated (simethicone) since (B)(6) 2017, hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, neurobion (vitamin b 1-6-12) and ondansetron since (B)(6) 2017. On an unknown date, the patient started excedrin aspirin free at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), the first episode of abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("pelvic pain"), the second episode of abdominal pain lower ("cramping"), pain in extremity ("legs and hand pain /thigh pain"), back pain ("lower back pain"), headache ("head pain") and menstruation irregular ("unusual menstrual cycle"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, migraine, pelvic pain, the last episode of abdominal pain lower and back pain was resolving, the dysmenorrhoea, menometrorrhagia, abdominal distension, headache and menstruation irregular outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: date(s) of insertion:left coil: (B)(6) 2015, right coil: approximately (B)(6) 2015. Insertion details:(B)(6) 2015:unilateral placement. Of coils/devices: left 2 , hsteroscopic tubal sterilization . Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and mr received. Reporter information added. Concomitant condition were added. Added event pelvic pain,cramping, legs and hand pain / thigh pain, lower back pain, she didn¿t undergo an essure confirmation test. Updated outcome, onset date incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding/ unusual bledding") in a 43-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." The patient's concurrent conditions included uterine bleeding since (B)(6) 2017, dysfunctional uterine bleeding since(B)(6) 2017, ovarian cyst and itching. Concomitant products included dimeticone, activated (simethicone) since (B)(6) 2017, hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, neurobion (vitamin b 1-6-12) and ondansetron since (B)(6) 2017. On an unknown date, the patient started excedrin aspirin free at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), the first episode of abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("pelvic pain"), the second episode of abdominal pain lower ("cramping"), pain in extremity ("legs and hand pain /thigh pain"), back pain ("lower back pain"), headache ("head pain") and menstruation irregular ("unusual menstrual cycle"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, migraine, pelvic pain, the last episode of abdominal pain lower and back pain was resolving, the dysmenorrhoea, menometrorrhagia, abdominal distension, headache and menstruation irregular outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: date(s) of insertion:left coil: (B)(6) 2015, right coil: approximately (B)(6) 2015. Insertion details:(B)(6) 2015:unilateral placement. Of coils/devices: left 2 , hsteroscopic tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality- safety evaluation of ptc(product technical complaint.) Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of abdominal pain ('abdominal pain', 'abdominal pain') in a 43-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's medical history included parity 4 ((B)(6) 1998, (B)(6) 1996, (B)(6) 1995, (B)(6) 1991). Concurrent conditions included uterine bleeding since (B)(6) 2017, dysfunctional uterine bleeding since (B)(6) 2017, ovarian cyst and itching. Concomitant products included caffeine;paracetamol (excedrin aspirin free), cyanocobalamin;pyridoxine hydrochloride;thiamine hydrochloride (vitamin b 1-6-12), hydrocodone since (B)(6) 2017, ibuprofen since (B)(6) 2017, ondansetron since (B)(6) 2017 and simethicone (simethicone) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("severe migraines"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and abnormal bleeding/ unusual bleeding"), cramp in lower abdomen ("cramping"), pelvic pain ("pelvic pain") and menstruation irregular ("unusual menstrual cycle"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal distension ("bloating"), lower abdominal pain ("cramping"), pains in legs ("legs pain /thigh pain"), back pain ("lower back pain"), headache ("head pain"), rash ("random rashes on chest area, navel, and the arm folds./ I had a bad rash one time"), the second episode of abdominal pain ("abdominal pain"), hand pain ("hand pain") and hypoaesthesia ("numbness in my hands everyday up until my surgery") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, cramp in lower abdomen, migraine, pelvic pain, pains in legs, back pain, menstruation irregular, the last episode of abdominal pain and hand pain had resolved, the dysmenorrhoea, menometrorrhagia, abdominal distension, headache, rash, hypoaesthesia and uterine leiomyoma outcome was unknown and the lower abdominal pain was resolving. The reporter considered abdominal distension, back pain, cramp in lower abdomen, dysmenorrhoea, genital haemorrhage, headache, hypoaesthesia, menometrorrhagia, menstruation irregular, migraine, pains in legs, pelvic pain, rash, uterine leiomyoma, the first episode of abdominal pain, hand pain, lower abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: date(s) of insertion:left coil: (B)(6) 2015, right coil: approximately (B)(6) 2015 insertion details: (B)(6) 2015:unilateral placement of coils/devices: left 2 , hysteroscopic tubal sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information and event "fibroid was added. Seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.